Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced interrogation difficulty. A red warning screen was observed. The device was reinterrogated and functioned normally. A copy of the device's memory was preserved for analysis. Analysis determined that the device experienced a da error indicative of data integrity issues. The da error was able to self-correct the issue. No adverse patient effects were reported. The device remains in service.